Manufacturer narrative:
The medical center discarded the pump last year. There can be no benchtop analysis. The jpvad team furnished no further details regarding the ischemia. No root cause can be determined. Should more information be shared, a final report will be filed.

Event description:
The medical team in japan had an impella cp that was successfully supporting the patient in 8/2021. The team then filed the jpvad registry document for limb ischemia in 2/2022. There was not any noted intervention at that time. Later in 10/2022 the jpvad registry further noted an antegrade sheath was placed for perfusion for the impella accessed limb.